Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain and suffering, tissue damage, pseudotumors and elevated metal ion levels. Update 09/04/2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update ad 15 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of litigation record. In addition to what was previously alleged, litigation alleges injury and emotional distress. Doi: (B)(6) 2006; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Added lot number.